Manufacturer narrative:
Patient information was unavailable from the site. This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-18 the pipeline flex with shield device will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the pipeline and medtronic catheter were deployed at the landing zone and the pipeline could not be opened at the distal end. The physician tried to open it by massaging it again, but the stent still would not open on the distal side. The proximal side of the stent was able to be opened. The physician decided to deploy the stent and then used the hyperglide balloons to open the stent. No patient injury was reported as a result of the event, the patient was undergoing embolization treatment for an unruptured saccular aneurysm measuring 30mm x 15mm located in the syphon segment of the left internal carotid artery (ica). The distal and proximal landing zone were 4-5mm x 4-5mm and the patient¿s vasculature was normal in tortuosity. The patient was on dual antiplatelet therapy.